Event description:
Enseal laparscopic tissue dealer malfunctioned during case. It was attached to tissue and hand piece would not disengage. Surgical team using enseal during laparoscopic procedure. During use, the tip was stuck in a piece of tissue and team experienced difficulty and inability to maneuver handle to release stuck tissue. Ref# nslx145c, lot# v96909, [redacted date].